Event description:
It was reported that abnormal rotation speed occurred. A rotapro console was selected for use. It was noted that the console rotation speed was abnormal. The problem persists even after checking the connection, power on/off and replacing the advancer. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console did not pass the functional test for advancer stimulator knob button initial flow, confirming the reported event. The console passed the visual inspection showing no signs of physical damage and or markings.

Event description:
It was reported that abnormal rotation speed occurred. A rotapro console was selected for use. It was noted that the console rotation speed was abnormal. The problem persists even after checking the connection, power on/off and replacing the advancer. No patient complications were reported.